Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
It was reported that the alarm limits and volume cannot be stored. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. The device worked and functioned normally but a user is not able to keep their alarm setting due to a possible problem in the software, causing the alarms to reset back to the previous version. A service history record review reveals that this unit was in the field for over nineteen (19) years with no previous reported issues related to this reported event. Describe event or problem was updated to include the following information from the customer: "they can set alarm limits. But when the device is switched off and then switched on again, the values are lost and preset-values appear.", corrected data:

Event description:
Additional information from the customer: "they can set alarm limits. But when the device is switched off and then switched on again, the values are lost and preset-values appear."